Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 half height cubies were failed. The field service engineer removed the foil from trays and reseated the rowboard cable connections to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the unit d4 3 half height cubies were failed. The customer stated that this malfunction occurred while the user was trying to remove medications and causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.